Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. Patient reported she had a weird sensation occur in the right hip/groin/pelvic area, like it was ¿spasming¿. It was on and off all night. She also had not felt stim since that time. Patient reported the implantable neurostimulator (ins) is off , she is on program 1 at 2.2v. Patient turned ins on and increased to 8v but only felt stim slightly. Patient stated if it had been that high in the past, it would have been uncomfortable pinching. Patient noted since implant when laying bed, her toes would curl and she felt a little pinching, and she would turn it down or playing with the settings. Patient confirmed the pinching had never bothered her. She also tried program 2 and had the same response as program 1. Patient changed to program 3 and reported feeling a sensation in the bicycle seat area at a lower setting. She had an appointment a few months ago and everything was ok. There was no fall or trauma related to the issue. Patient stated nothing out of the ordinary other than exercise, house work and volunteering. Patient also reported she has had some significant difference in her symptoms but thinks her muscle will remains in its condition. There were no further complications that have been reported as a result of this event.